Event description:
I had a dental bridge that had to be removed. It contained metal and I used the amara full face mask every night for approximately 5 years. I am now having to get bone grafts and dental implants for 5 teeth in the front of my mouth. It is going to cost me approximately (B)(6) and my dental insurance does not cover it. FDA safety report ID (B)(4).